Event description:
Customer stated that during a cardioversion, after two successful defibrillations, a short between the paddles occurred. Afterwards, the device was no longer working. Treatment was continued with another device. A service required error code was documented in the device logfile.

Manufacturer narrative:
The error logs and therapy board pcb have been returned to cardiac science corporation, but the actual device has not. An investigation will be done and a follow-up report will be submitted, once the investigation is complete.